Manufacturer narrative:
Unit received with currents in spec. No battery out limit. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was recently exposed to pool water. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.